Manufacturer narrative:
The initial MDR 2517506-2017-00388 was filed on april 12, 2017. Additional information (03/28/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the aliquot and sample probe pump assembly, the aliquot horizontal and vertical z-chains, the aliquot probe clot and level sense boards, the aliquot probe and sample probe drains, the sample probe horizontal e-chain, an assembly and mixer cable. The cse performed alignments of the sample probe, aliquot probe, and integrated multi-sensor technology probe. The system was then primed and quality controls were run and were acceptable. Additional information (06/20/2017): the dimension vista analyzer was replaced.

Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc found the sample was processed from a short sampling container cup first on the alternate vista, then processed from the same short sampling container cup on the second instrument, resulting depressed. Hsc stated that because all results below assay range, this suggests the aliquot was insufficient. Repeat testing would have been performed from a new aliquot. The cause of the discordant, falsely depressed glucose and urinary cerebrospinal fluid protein results is inadequate sample delivery. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose and urinary cerebrospinal fluid protein results were obtained on a patient sample on a dimension vista 500 instrument. The initial results (alternate instrument) were not released to the physician(s). The customer repeated the same sample on the second dimension vista 500 instrument, resulting depressed. For glucose, the customer repeated the same sample on the second instrument, resulting higher. For urinary cerebrospinal fluid protein, the customer repeated the same sample on the second instrument, resulting depressed. The customer repeated the same sample two more times, resulting higher. The customer reported out the initial (alternate instrument) results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose and urinary cerebrospinal fluid protein results.